Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w (B)(4) was received used, opened without original package, lot # was not confirmed with sample received, stapler was received with remaining staples, and one staple was observed slightly misaligned. During visual inspection components looked well assembled, stapler was received pre-activated. Failure mode stuck in stapler was confirmed with samples received during visual inspection. Functional inspection: stapler was fired for full activation cycle according to IFU product "the trigger must be squeezed all the way in." Staple was loaded, closed & released properly, however the staple was slightly misaligned, a second activation was performed and staples were loaded, closed & released properly. Although; the reported defect "stuck in stapler" was observed during visual inspection; the root cause is considered unknown , since the trigger components were received pre-activated & it is unknown why there was no complete cycle of activation. A functional inspection was performed with remaining staples and during the second activation the staple was not released, however; stapler was newly activated and staples were released. No future issues were found.

Event description:
Alleged event: the staplers jammed halfway while the doctor was using it. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Alleged event: the staplers jammed halfway while the doctor was using it. The patient's condition was reported as fine.

Event description:
Alleged event: the staplers jammed half way while the doctor was using it. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product snowden pencer 35w skin stapler 6/box, lot #01d1200045 investigation did not show issues related to complaint. The manufacturer will continue to monitor and trend related events.